Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working as intended. The device would not inflate and the physician determined that the left cylinder had ruptured resulting in fluid loss and the tubing near the reservoir was broken. The ipp was replaced, and there were no patient complications reported.